Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found evidence of an arc track at the instrument gooseneck. This discovery has led engineering to conclude that the instrument may have arced during a previous surgical procedure.

Event description:
It was reported that during a surgical procedure the permanent cautery hook instrument broke. The procedure was completed. No patient harm, adverse outcome or injury was reported.